Event description:
The facility representative reported a colleague infusion pump with "failure code 12:322:1894:0001." The reported failure code occurred during pt infusion, which resulted in an interruption of therapy. There was no pt injury or medical intervention reported. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremediated". There is no additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.